Manufacturer narrative:
Unit received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Unit received with missing end cap sticker, minor scratches on lcd window, cracked case at reservoir tube window corners, and cracked battery tube threads. Unit was also received with broken reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer attempted to input the reading into the sensor calibration but the insulin pump alarmed button error and the numbers kept ramping up. The numbers kept scrolling when she attempted to calibrate. The customer was in the caribbean. Customer's blood glucose level was 223 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.